Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the yaw pulley location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Additional observation related to the customer reported complaint: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer stated that the fenestrated bipolar forceps instrument was noted with broken insulation. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following information: the reported issue of broken insulation was identified in central processing. The damage was identified prior to reprocessing. The instruments are inspected for any damage prior to reprocessing. It was not reported if the wire was exposed due to damaged insulation or if the cable was intact or broken in half during operation. No loss of cautery associated with the damaged cable was reported. There were no signs of thermal damage reported at the site of insulation damage. It was not reported if any arcing was observed during the procedure. It was not reported if the instrument collided with any other instrument or tool during the procedure. The procedure was completed with the same instrument. The patient did not suffer any harm. After the completion of the procedure, the instrument was inspected for any damage. However, the broken insulation was not detected at that time.